Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2014-00121. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta) to the right superficial femoral artery, it was reported that when the physician tried to achieve homeostasis, the patient complained of back pain. Angiogram revealed a dissection from iliac bifurcation to right external iliac artery. Two additional smart stents were placed in order to fix the dissection. The procedure finished without further complication. The patient was discharged from the hospital 10 days later without any issue. The admitting diagnosis was peripheral artery disease. Approach was made from left femoral artery with a 6f guiding sheath (sheathless pv, asahi intecc). The lesion was predilated with an unknown balloon (6x100mm) and then two smart stents were placed at the lesion without any problem (6x150mm and 7x100). The lesion was post dilated with an unknown balloon. The lesion was de novo and there was no calcification and tortuosity. The rate of stenosis was 100%. The physician assumed that an unknown 6f guiding sheath caused the dissection. The patient is enrolled in the smart pms for sfa study. (B)(4). The products remain implanted in the patient and are thus not available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Dissection is a well-known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. Vessels that are resistant to angioplasty have a higher risk of intimal dissection during interventional procedures. The physical manipulation inherent in the stent implantation procedure intentionally disrupts the vessel plaque and intima in an effort to reconstruct viable patent vasculature and treat the atherosclerotic disease process. Based on the information provided, the physician assumed that the 6f guiding sheath caused the dissection. The products were not returned for analysis. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process. Review of the available information suggests that vessel / lesion characteristics and possibly procedural factors may have contributed to this event.

Event description:
During a percutaneous transluminal angioplasty (pta) to the right superficial femoral artery, it was reported that when the physician tried to achieve homeostasis, the patient complained of back pain. Angiogram revealed a dissection from iliac bifurcation to right external iliac artery. Two additional smart stents were placed in order to fix the dissection. The procedure finished without further complication. The patient was discharged from the hospital 10 days later without any issue. The admitting diagnosis was peripheral artery disease. Approach was made from left femoral artery with a 6f guiding sheath (sheathless pv, asahi intecc). The lesion was predilated with an unknown balloon (6x100mm) and then two smart stents were placed at the lesion without any problem (6x150mm and 7x100). The lesion was post dilated with an unknown balloon. The lesion was de novo and there was no calcification and tortuosity. The rate of stenosis was 100%. The physician assumed that an unknown 6f guiding sheath caused the dissection. The patient is enrolled in the smart pms for sfa study.